Event description:
The following information was provided: as per pss implant request: osteolysis right acetabulum. Patient has a well fixed femoral stem and requires a new abg I femoral head that matches the taper of the stem in situ. The acetabular component has failed and requires revision. It's necessary to keep the femoral stem to reduce morbidity of the procedure. Revising abg femoral head.